Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty cycler/liberty cycler set and the patient¿s klebsiella pneumoniae peritonitis. However, there is no objective evidence that a liberty cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the available information, it cannot be determined what exactly caused the patient¿s klebsiella pneumoniae peritonitis. However, klebsiella pneumoniae which is organism commonly found in the human mouth and intestine. Moreover, the patient has an increased risk of infection due to comorbid diabetes mellitus. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient developed peritonitis after switching to fresenius products. Upon follow-up, the pdrn was not able to identify what caused the klebsiella pneumoniae peritonitis. However, the pdrn indicated the patient did not report any fresenius device or product deficiencies or malfunctions. The patient did report once instance of the overlay wrap on a delflex 2.5% bag was cloudy prior to the peritonitis event but reportedly the patient did not see any particulate in the pd solution itself and the pd solution was clear. Additionally, it was stated the patient did not report any breaches in the sterility of his technique during pd treatment; however, this was identified as a possible cause for the peritonitis event. Upon follow-up and review of medical records received, it was discovered this patient with end stage renal disease (esrd) returned to pd on 5/apr/2016 after a failed kidney transplant. The patient was using baxter pd products until mar/2019 when the patient switched to fresenius products; liberty cycler, fresenius cassette and delflex pd solution. On (B)(6) 2019, the patient was admitted to the hospital for peritonitis, characterized by 1 day of diffuse abdominal pain, fever, chills, nausea and vomiting. The patient¿s pd effluent was positive for the organism klebsiella pneumonia. The patient was initially treated with cefazolin (unknown dose; frequency and duration) but later switched to ceftazidime 1 gram intravenously (IV) 3 times a week, ceftriaxone 2 grams (every 24 hours), and flagyl (unknown dose; frequency and duration) by mouth. However, the patient continued to have persistent fever and as a result on (B)(6) 2019, the patient¿s pd catheter (not a fresenius product) was removed. During pd catheter removal, it was discovered the patient had a significant amount of scar tissue present and it was medically decided to transition the patient to hemodialysis. The patient began to improve but on approximately (B)(6) 2019, the patient had return of persistent fever and an elevated white blood cell count (leukocytosis) with reports of suprapubic pain. The patient was given vancomycin (unknown dose) and zosyn (unknown dose due to the fever. However, a computerized tomography (CT) scan (date of test unknown) showed an area of peritoneal fluid accumulation at the perineum that was causing the patient¿s suprapubic pain. As a result, a CT guided drain was placed on (B)(6) 2019 which recorded a return of 600 cc of fluid consistent with spontaneous bacterial peritonitis (sbp). The patient¿s abdominal and suprapubic pain resolved after drain placement and the drain was later removed on (B)(6) 2019. On (B)(6) 2019, the patient was discharged home in stable condition continuing IV antibiotic therapy with outpatient hemodialysis. Per the pd nurse, the patient will be re-evaluated for possible pd catheter placement and resuming pd therapy after approximately 6 weeks of abdominal rest.